Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer receiving bupivacaine (unknown dose and concentration), morphine (unknown dose and concentration), and fentanyl (unknown dose and concentration) via implanted infusion pump indicated for spinal pain. It was reported the consumer was having issues with their handset and communicator for about 4-6 months. The consumer stated the communicator does not want to pair to the phone. They have to try multiple times to sync it. Sometimes they miss their bolus. They noted they put the communicator right next to the handset until the communicator turns blue, then they place the communicator in the elastic of their pants where the pump is, then they resync a few times and then it will go through. Sometimes it will spin through it twice and go up to 91% and deliver bolus. Other times it will get to a higher number and they would have to redo it. During call the consumer was able to connect, request, and receive a bolus fairly quickly after troubleshooting completed with agent. No symptoms were reported. 2023-jan-19 rtg0377813 update, rpl 370579 (con): additional information was received from the patient who reported that she was still having the same issues as she previously called about. Her communicator did not last/it was not staying charged and had to be charged sometimes 2-3 times per day. She stated that she had done what the previous agent had reviewed with her, and it still was not lasting. An email was sent to the repair department requesting a replacement communicator for the patient. No indication of patient harm. The patient also reported that her samsung handset was not lasting and was always charging. The patient was transferred to the mobility team for the handset issue.